Event description:
It was reported that pump insulin gauge displayed amount different than expected and that fill estimate remained static at 215 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur due to large differences in internal pressure readings used to estimate remaining insulin and was advised that once actual insulin in cartridge matched the static value, gauge would resume counting down normally, and customer understood and acknowledged this explanation.